Event description:
The following information was reported to gore: on (B)(6) 2026, a 60-year-old male patient underwent an endovascular procedure, where a 10 × 100 mm gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn stent) was meant to be implanted for the treatment of aneurysm in the popliteal artery through antegrade access. In this procedure a 0.035" advantage stiff guidewire (terumo) and an 8 fr introducer sheath (terumo) were used. During this procedure, the physician brought the viabahn stent to the target vessel and initiated the deployment. The deployment line was easy to pull without noticing any resistance but was then pulled out of the shaft. The deployment line was torn off in front of the viabahn stent and no release or expansion of the viabahn stent was initiated. The viabahn delivery catheter was then removed from the patient without any problems and the procedure was completed with the implantation of a second viabahn stent instead. The physician had no idea why the deployment line could have broken.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflects the case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c19: a review of the manufacturing records indicated the device met pre-release specifications. H3 other; h6 codes b01, c21: the device is in transit to gore. If the medical device will be returned for further investigations, the device will be evaluated based on applicable processes, which may or may not involve altering of the device in a way which may affect any subsequent evaluation. Please provide feedback within 5 days after the initial report has been submitted if gore should not perform any investigation which may involve altering the device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.